Event description:
The customer reported an uncontained clenz fluid leak of approximately ten (10) ml under the coulter hmx hematology analyzer with autoloader during startup. The customer was wearing personal protective equipment consisting of gloves, goggles, and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found that the blood sampling valve (bsv) knob was loose and leaking. The fse tightened the bsv knob to resolve the leak. (B)(4).